Event description:
The customer reported that a vitros ahcv patient result obtained using the vitros eciq immunodiagnostic system was mis-associated with the incorrect patient demographics. Mis-associated patient results may lead to inappropriate physician action. However, the mis-associated vitros ahcv result was not reported from the laboratory as the discrepancy was identified by the customer prior to reporting. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
A vitros ahcv patient result obtained using the vitros eciq immunodiagnostic system was mis-associated with the incorrect patient demographics. It is suspected, but unconfirmed, that the customer reused a patient sample ID that had a pending program stored in the analyzer memory. The customer was referred to the device labeling, located in the vitros eciq operator¿s manual, describing how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a 'pending' state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or deletion of the pending test will cause the original information to be carried forward. There was no evidence to suggest a malfunction of the vitros eciq immunodiagnostic system. The investigation was unable to determine a definitive root cause, however user error is suspected as a likely contributing factor.